Event description:
It was reported on (B)(6) 2012 that the patient experienced a loss of therapeutic effect, no stimulation sensation, and needed a new implantable neurostimulator (ins). The patient had recently been "very ill." Additional information received on (B)(6) 2012 reported that the patient had been getting sick almost every day since the beginning of 2012 and had been admitted to the hospital 6-7 times since then due to her gastroparesis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135 lot#: serial#: (B)(4), implanted: 2004 (B)(6), explanted: product type: lead product ID: 435135 lot#: serial#: (B)(4), implanted: 2004 (B)(6), explanted: product type: lead. (B)(4).